Event description:
It was additionally reported that the patient passed away on (B)(6) 2025 due to multiple organ dysfunction syndrome on the second pump. There were no device or therapy issues, and the outcome was not considered device or therapy related.

Manufacturer narrative:
Section g2 correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2025 for a sudden drop in flow and low flow alarms. An echocardiogram was performed and showed an unloaded left ventricle and acute right heart failure. It was noted that the patient previously had limited pump function from the right ventricle, but the lvad implant was in 2019. A new computed tomography scan showed no signs of extrinsic outflow graft obstruction (eogo). Log files were submitted for review. The issue was not a pump issue, it was membrane/stenosis on the aortic anastomosis between the outflow graft and the aorta. There were no symptoms reported from the patient. The patient was initially treated with thrombolysis by suspected pump thrombosis. After that the patient underwent implantation from a veno/artery extracorporeal life support (ecls) system to stabilize the hemodynamics. The pump was exchanged on (B)(6) 2025. A new pump was put in place with a new outflow graft with end-to-end anastomosis. The set speed from the pump was 8000 rpm for 4lpm with temporary right ventricular (rv) support. Further analysis on computed tomography (CT) scan showed stenosis or ¿membrane¿ between old outflow graft and ascending aorta, and a new surgical revision on the aortic anastomosis on (B)(6) 2025 was performed. After the surgical approach from the anastomosis there were normal parameters on the lvad.

Manufacturer narrative:
Section b2: outcome and date of death corrected. Section d9: product returned. Section e1: reporter email was not available. Section h1: report type corrected to death. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was unable to confirm the reported membrane/stenosis on the aortic anastomosis between the outflow graft and aorta. Although a specific cause for the reported outflow graft obstruction was unable to be conclusively determined, the obstruction could have contributed to the sudden and persistent decrease in pump flow captured on (B)(6) 2025 in the submitted log files. Additionally, a direct correlation between heartmate 3 lvas serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 03jun2025 through 20jun2025. Low flow hazard alarms were captured beginning on 19jun2025 and persisted through 20jun2025. The retrieved left ventricular assist device (lvad) event log files captured a persistent decrease in pump flow, below the low flow threshold of 2.5 liters per minute (lpm) from (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned detached from the outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or issues. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis and right heart failure, that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, section 6 of the IFU (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. (Under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.